Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2007 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head, metal liner and acetabular cup were removed and replaced. Review of invoice history indicates patient underwent a revision procedure on (B)(6) 2007 due to unknown reasons. The acetabular cup was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-06630 / 06632).

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-06557.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 MDR's filed for the same patient (reference 1825034-2014-06630 / 06632 and 08618).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2007 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head, metal liner and acetabular cup were removed and replaced. Review of invoice history indicates patient underwent a revision procedure on (B)(6) 2007 due to unknown reasons. The acetabular cup was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2007 revision was due to patient fall, dislodging the cup. The patient's operative report noted hematoma, fractured superior dome, and removal of bone fragment. Further information in patient's operative report for the (B)(6) 2007 revision procedure noted scar tissue, and the cup had flipped 180 degrees.